Manufacturer narrative:
H6): manufacturer received an email from FDA on (B)(6) 2021, providing a list of MDR''s submitted by the manufacturer that included an invalid exemption number. The purpose of this supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. This exemption number has now been removed.

Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia, which was implanted in 2014. A spectranetics lead locking device (lld) was inserted into the lead to provide a traction platform to aid in extraction. Then the physician chose a spectranetics 14f glidelight laser sheath and advanced the device into the subclavian vein, meeting slight resistance along the way. As the glidelight was advanced toward the area of the innominate vein, more resistance was noted, yet the laser continued to advance slowly. The patient's blood pressure remained stable. The glidelights advancement stalled in the approximate area of the innominate vein, requiring significant lasing before it advanced once more. Blood pressure continued to remain stable. The glidelight then advanced slowly down into the superior vena cava (svc), with the physician noting resistance. There was brief discussion about switching tools, possibly to another device if the resistance continued; however, the glidelight continued to advance. The laser advanced beyond the svc/atrial junction and into the right ventricle. It was then that a drop in blood pressure was noted. Anesthesia confirmed with transesophageal echocardiography (tee) that there was an effusion and tamponade. Rescue efforts began immediately, including rescue balloon, pericardiocentesis, CPR and chest compressions. A sternotomy was then performed, and the patient was defibrillated using an external defibrillator. The cardiac surgeon discovered an svc tear, approximately 7-8cm in length. Despite the team's effort to repair the tear, the patient's blood pressure continued to decline. A few minutes later, the physician pronounced the patient deceased. He went on to explain that the tear extended above the pericardial reflection in the area of the innominate vein all the way down the entire length of the svc. He was quoted saying that it was a mortal injury he also noted that the patients veins were incredibly small and calcific, and that he could not repair the vasculature. There was no alleged malfunction of spectranetics devices in use during the procedure.